Event description:
It was reported that this patient's communicator displayed a red call doctor (rcd) icon for this pacemaker. Technical services (ts) advised the patient to contact the following physician. No adverse patient effects were reported. Currently, this pacemaker remains in service.